Manufacturer narrative:
D10: 01-030-01-0758 - alt cup clstr g7 sz 58: 6925170. 01-030-42-0740 - alt xle lnr extcov g7 40: 6435818. 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm: 6853597. 188-00-07 - wedge plasma s/o sz 7: 6911773. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported pain after falling out of bed approximately 2 months after initial implantation. Radiographs showed no abnormalities and a well-fixed implant. Left hip bursitis was observed. As a result, the patient underwent steroid injection. This event was reported to be resolved. No further patient impact reported. No further information available.